Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for non-malignant pain. The pump contained hydromorphone with an unknown concentration and dose. It was reported since implant, the patient stated she saw the code 0615 or 0675 on her personal therapy manager (ptm). The patient stated that she had to reposition her pump with her own hand which was unpleasant and then place the ptm over the pump and it would get that code. The patient stated that it would try to dispense the medication, but would not deliver the medication to her. The code was unresolved on the call. No symptoms were reported related to the ptm. The patient stated that the pump was implanted on her side under her navel on the right. The patient stated after her implant, the home nurse stated that she was concerned because how much it was protruding. The patient reported the onset of the event was 3 days after implant. The patient stated that the pump stood on its side and that it flipped. The patient stated that it was disgusting and hurt. The patient stated that when she went in for refills, they had to use an x-ray, and they had trouble refilling the pump. The patient stated the health care provider (hcp) would not do anything surgical until the pump needed to be replaced. The patient was going to follow-up with the hcp to discuss her pump and getting a possible revision and the ptm codes. The patient stated she couldn¿t wear clothes because of how much the pump protruded. The patient stated she was going to call the doctor for an appointment. The patient stated that she was concerned about getting another surgery because she had 9 stomach surgeries prior to implant. The patient stated she was so afraid of getting an obstruction or getting adhesions. The patient stated that she had chron¿s disease and possible adhesions. The patient stated the surgeries she had were: gall bladder, two c-sections, hysterectomy, open liver biopsy, hernia repair, ¿a couple laparoscopy¿ and bowel obstruction. The patient stated the bowel obstruction was due to her crohn¿s disease, and she ended up getting gangrene all throughout her body. The patient stated she thought the dose of medication was ¿0.25 something minimal¿. No further patient complications were reported.